Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the pump display screen was blank. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/15/2014 with the following findings: there were no black box or history findings pertinent to the type of issue that was reported. The pump powered on with a clear, legible, and fully functional display screen: the reported display issue was not duplicated. The pump case was removed, and no internal damage or defect was found. During analysis, the pump operated according to the specifications.